Event description:
(B) (4) clinical trial. Same case as: 2134265-2010-01765. It was reported that during a carotid procedure, the patient experienced hypotension. The 76% stenosed target lesion located in the left proximal internal carotid was 25.0mm long with a reference vessel diameter of 5.0mm. The lesion was treated with a filterwire and the placement of a carotid wallstent. Post-dilation was performed. Residual stenosis was 2%. During the procedure, it was noted the patient experienced hypotension. The patient was treated with intravenous (IV) medication and fluids. The event was considered resolved the same day. The patient was discharged 1 day later.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).